Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized overnight due to hyperglycemia on (B)(6) 2021. The customer's blood glucose level at the time of hospitalization was 600 mg/dl. Customer¿s current blood glucose was unknown. Customer's sensor failed at that time. Customer was treated with fluid and insulin pump. The insulin pump will not be returned for analysis.